Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on bus. A field service engineer (fse) rebooted the station but that did not resolve the issue. Then the fse reseated the bus cables and all drawer board components but that also did not resolve. Then observed the drawer board and controller module. The controller module had lights that were supposed to be, that did not. Then replaced the drawer controller module to full height drawer 6 main. Once completed the station was rebooted, once application was up hardware successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer pocket a1was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.